Event description:
Affiliate reported that the physician is claiming that the valve was damaged after the pt was exposed to 3 t MRI. Therefore, he suspected that our valves are not 3 tesla safe.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.